Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, the patient was visiting a friend in texas and was preparing to drive home. Before reaching his car, his cgm showed a blood glucose reading of 130 mg/dl. He reported that he had not eaten lunch, as he planned to eat upon arriving in (B)(6). While driving, he recalled exiting the freeway and stopping at a red light. He then struck the vehicle in front of him and asked the other driver to pull into a parking area. After that point, he was unable to recall events clearly. The patient reported having only a hazy memory of ems arriving and checking his blood glucose, which measured 28 mg/dl. He was administered IV glucose by ems. At that time, his cgm displayed a brief sensor issue message and did not provide any alerts or alarms. The patient declined transport to the hospital and was advised to eat to help raise his blood glucose level. When ems departed, his blood glucose was around 90 mg/dl. However, he was still not feeling well. Upon reviewing his cgm history, the patient noted multiple low readings in the 50s and 60s mg/dl over approximately one hour without receiving any alerts before the accident. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. It was found in connection with the reported allegation that on the alleged incident date, (B)(6) 2026, at 11:58 am, the silence all quiet mode was enabled for six hours. The estimated glucose values were in range and decreasing, from 128 mg/dl at 12:00 pm to 73 mg/dl at 12:55 pm. At 01:00 pm, the egvs dropped below the low threshold (70 mg/dl), and the app delivered urgent low soon alerts at 0% volume until the alert was acknowledged at 01:15 pm. Then the silence all quiet mode was re-initiated for another six hours. At 01:20 pm, the egvs dropped below the urgent low threshold (55 mg/dl), dropping to 43 mg/dl, and the app delivered urgent low alerts at 0 percent volume until the alert was acknowledged at 01:44 pm. The egvs remained below the urgent low threshold, so after the fixed 30-minute snooze duration, the app continued to deliver urgent low alerts at 0 percent volume. The egvs slightly increased, and the app delivered low alerts at 0 percent volume from 02:20 pm to 02:55 pm. From 03:00 pm to 03:10 pm, the app delivered urgent low alerts at 0% volume. At 03:15 pm, the device began to experience temporary sensor error, with an alert at 0 percent volume at 03:35 pm, after the default 20-minute delay. At 03:40 pm, the egvs returned within target range. Data investigation confirmed an alert issue as no audio output. The probable cause was the quiet mode. No additional patient or event information is available.